Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hvq6. Implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that they saw a chiropractor who took xrays of their back at different times, and noticed the location of the implant had dropped. The patient said they spoke to a nurse at their old urologists office who told the patient that could happen and would not hurt anything. The patient was told to call the manufacturer about it. The agent reviewed some reported adverse event information and redirected the patient to have their system evaluated by their doctor. The patient said they had moved, and no longer had a managing doctor. The agent offered listings and redirected them to their doctor.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hvq6 implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-jun-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient  mentioned they had a fall several years ago which caused the lead to be dislodged or the lead to come out and they remember how that felt. Patient said it feels like the same as when they fell several years ago. Patient also said they noticed this morning that they can no longer control their urine and their back to wearing depends. Patient said sometimes they can make it to the bathroom but most of the time they can't. Patient said they connected their external equipment to their ins just fine. Patient was inquiring about next steps to determine if the lead is dislodged. Redirected patient to hcp to check internal components.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back in reference to a letter they received for this event. The patient stated they took a couple of falls within the last five years; the first one caused the leads to get disconnected so the ins was replaced with a MRI compatible model, then they fell again, and since then they'd had four joint replacements (shoulder, hip, knee) on their right side so they were a mess. The patient reported they went to the va and a chiropractor noticed the old x-ray of the bladder stimulator was located higher up than where it was now which it had dropped; now it was in the middle of their buttock and the chiropractor told them to call the doctor or the company to see if that was something of concern. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said they would be calling the hcp to report the falls and the change in ins location. The patient said they would send the letter back once they had seen their hcp. The patient provided the name of their new doctor, but stated they didn't know if that was their first or last name; the hcp was at mercy urology in springfield. The patient stated they already saw their hcp on (B)(6) 2025. The patient stated they went there to get re-educated on the device due to leakage and they thought everything was ok. The patient stated they didn't tell the hcp about the dropping at that time as they did not yet know about it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2024. They reported that they had taken some falls last year at this time and they broke their femur and now they were in an arm brace for shoulder replacement surgery. The patient reported that after they fell, they noticed urgency and they would go run to the bathroom and just pee a little bit. The patient stated they went from cox to mercy and when they went through the va, they did some blood work and they said the patient did not have a uti/no infection. The patient inquired if there was something wrong with the bladder stimulator because they didn't know if they knocked out a lead or something. The patient stated the va approved them to go to mercy but a doctor was not available at mercy until february. The patient inquired about what to do. The role of the manufacturer was reviewed with the patient and they were redirected to their healthcare provider (hcp) to further address the issue. The patient stated they were going to cox health but they were no longer. The patient clarified they did not currently have a managing urologist for their implant. Per the patient's request, they were emailed physicia n listings. The patient provided the event date as they would say it was last october but stated it was hard to tell because everything was broken (back, knee, shoulder, and hip). The patient stated a lot would have been going on if their hip had not been broken s o it was hard to tell when it started. The patient would follow up with their hcp as recommended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The fall's impact was a fractured femur, hip replacements, and shoulder replacement. The urgency after the fall was most likely caused by the fall and having severe osteoporosis/osteoarthritis.